Manufacturer narrative:
Date of event (mm/dd/yyyy): was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during raster pattern. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. There was no patient injury reported. This is 1 of 2 reports.

Manufacturer narrative:
Correction: this report was sent in error as a duplicate of report 2648035-2018-01286. Please disregard. No additional information is being submitted under this report and if any is received it will be submitted under the 2648035-2018-01286 report.